Event description:
The customer reported the system displayed a generator communication error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 5 volt power supply. The system operates as intended.